Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for follow-up. Noise on ventricular lead was noted. The patient was asymptomatic. No intervention was reported. The patient was stable.